Event description:
A us distributor returned battery charger/modem sn (B)(4) to report that the charger/modem displays and error code when charging battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (displays error code) was confirmed. As received, the charger will not charge a battery. Upon evaluation, the j5 connector on the bedside board was contaminated. The cause of the inability to charge a battery is the contaminated connector cannot be positively identified. No adverse event resulted from the corroded component.